Event description:
It was reported the device was used during a low anterior resection. The device fired an incomplete fire, cut and staple. It is unknown how the case was completed or if there were pt consequences.